Event description:
Clinic notes received on (B)(6) 2012 and dated (B)(6) 2012 reported that the patient is implanted with a pacemaker. The patient's specific heart condition, as well as its relationship to vns is unknown at this time. Attempts for additional information are in progress.

Event description:
Attempts to the treating physician for additional information have remained unsuccessful.